Manufacturer narrative:
The pump gave an alarm during the rewind due to an out of phase motor encoder signal. Unable to verify the motor error alarm due to the alarm that occurred. The pump also had a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed motor error during rewind. Customer's blood glucose was normal and does not need medical treatment. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.